Event description:
It was reported by the rep that (1) tsw35 was used during a laparoscopic appendectomy procedure. It was reported the device "misfired". The circulating nurse reported that the instrument would not fire the cartridge(lockout). The original cartridge was removed and the instrument was reloaded with a tr35w and fired successfully. There was no consequence to the pt.